Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed functional testing. No motor piston anomaly or excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker and cracked display window at the upper left side corner.

Event description:
It was reported that the insulin pump had a reoccurring no delivery alarm during prime. It was noted that the insulin pumps piston was blocked and priming was not possible. Customer's blood glucose reading at the time of the call was 230 mg/dl. No further information reported.